Manufacturer narrative:
Damaged sockets were identified as the probable cause of the device running on its own without activation; damaged sockets can create a high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.

Event description:
The micro reciprocating saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.